Manufacturer narrative:
(B)(4). The plant investigation and complete review of medical records has not yet been completed. A follow up report will be filed upon completion.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2016 to undergo hemodialysis due to the modality of treatment failing. Medical records received from the patient's treatment facility indicate the patient might not be completing her dialysis correctly. The patient presented to the hospital with acute respiratory failure secondary to community pneumonia and large pleural effusion status post thoracentsis and chest tube. On (B)(6) 2016 the patient was discharged from the hospital with a home health plan to continue pd dialyses in house with a pd nurse.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the events of acute respiratory failure, hypokalemia, pleural effusion, ulcerative colitis and the outcome of hospitalization. However, there is a probable association between the event of respiratory failure, pleural effusion, and pneumonia. Medical records did not contain additional laboratory results for review.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2016, the patient presented to a hospital with shortness of breath and confusion and was admitted and diagnosed with acute respiratory failure secondary to community pneumonia, a large pleural effusion and hypokalemia. The patient's pd nurse reported the modality was changed on an unknown date during the admission to hemodialysis due to the patient's nephrologist questioning the patient's ability to correctly perform pd therapy in the home setting. On an unknown date during the admission, the patient was initiated on levaquin (levofloxacin) (dose regimen and route not reported). On an unknown date during the admission, the patient experienced an acute flare-up of ulcerative colitis and was treated with questran (cholestyramine) (dose regimen and route not reported). On (B)(6) 2016, the patient underwent successful computerized tomography placement of an 8 french left pigtail pleural catheter for a thoracentesis. As of (B)(6) 2016, the event of hypokalemia resolved, the event of respiratory failure resolved. The patient was discharged from the hospital to home with an order for home health care. It is unknown if the patient continues hemodialysis or peritoneal dialysis therapy and it is unknown if the event of confusion resolved.

Manufacturer narrative:
The liberty cycler was not returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.